Event description:
A malfunction alarm was reported on the pump. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur, and it was resolved that the customer could continue using the pump.